Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. A philips field service engineer (fse) visited onsite and reinstalled the software of the suite pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.